Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316500, model: sc-2316-50; serial: (B)(4); batch: 18281175 / 18281175.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on leads. The patient underwent a replacement procedure and was doing well postoperatively. The explanted device components were not returned as they were disposed per facility policy.